Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, device was explanted (date not reported) due to an infection. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4).